Event description:
It was reported that the bd alaris medical infusion system administration sets were not able to prime and were leaking. The following was received by the initial reporter: we are having issues with part number 20029e, the micron filter is leaking and this a huge safety concern because a critical med was leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-aug-2023. Investigation summary: total 51 unopened sample(s) received for mat# 20029e for investigation from customer. It was reported by customer that they are having issues with part number 20029e, the micron filter is leaking. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe filled with water solution and attempted to be flushed. The fluid pass through the sample and no leakage was replicated through micron filter in all samples so the complaint could not be verified. A device history record review for model 20029e and lot number 22105097 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06oct2022. A device history record review for model 20029e and lot number 22105196 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07aoct2022. A device history record review for model 20029e and lot number 22115352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be determined because the issue could not be replicated on unused samples and no actual sample received.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris medical infusion system administration sets were not able to prime and were leaking. The following was received by the initial reporter: we are having issues with part number 20029e, the micron filter is leaking and this a huge safety concern because a critical med was leaking.